Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient passed away. The caller had no information regarding the patient's death. He only stated that the patient was wearing the pump, but the hcp was uncertain about the cause of death. The caller stated that he received a bill, and he wanted to take care of it. Nothing further was reported.